Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using their avea ventilator, it was showing asterisks on the screen for the exhaled tidal volume and the device was autocycling. There was no patient involvement associated with this event.